Event description:
It was reported that the ilet user experienced elevated blood glucose after eating because the meal was not announced at the time of consumption; the caregiver recognized the issue and announced the meal approximately 20 minutes later, consistent with a user procedure issue involving the user interface of the ilet pump. Education on timely meal announcements was provided. Symptoms included hyperglycemia with a peak of 307 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.